Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via (B)(6) of air bubbles in the reservoir. The customer was contacted and it was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. Customer stated that he inspected the reservoir for air bubbles and did not see any, so he put the reservoir into the insulin pump and injected insulin into his body which he said caused the low blood glucose levels. The customer's blood glucose level was 18 mg/dl. The customer did not report any symptoms. It was unknown if the customer was wearing the device at the time of admission. The cause was unknown. The customer was given a sugar shot. The customer was released after 2 or 3 hours. No further information was provided and nothing was replaced or returned.